Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates insulin delivery was suspended due to the difference in sensor glucose and blood glucose readings. The sensor glucose reading that triggered suspend on low/suspend before low was 2.3. The low limit sensor setting was 4. The blood glucose reading associated with the triggered suspend event was 8. The sensor glucose and blood glucose readings were outside of the acceptable range. No harm to the customer requiring medical intervention reported. The sensor will not be returned for analysis.